Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 100 units of insulin. The customer¿s blood glucose level was 177 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.